Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 360-451 mg/dl and a 1.5 mmol/l ketone level resulting in a hospitalization. A 14 unit bolus was delivered via an insulin pen to address bg prior to hospitalization. Customer was treated with intravenous drip while in the hospital. A the time of the event, the customer did not experience an infection or any occlusion alarms. During a follow up with the distributor, it was reported that this event was due to handling error from the customer. Reportedly, the customer reverted to insulin pens for diabetes management.